Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event is likely related to the improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device." A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch and it was not difficult to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to continue the hemostasis procedure. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 6 fr. It was reported that the patient had to no health damage. Hemostasis was successfully by the second device angio-seal.